Event description:
This event was reported as medical intervention reportedly due to group d streptococcus august 1991. The device remained implanted. This event was reported as gram positive sepsis, septic shock and endocarditis on march 7, 1997. No further information was provided.